Event description:
It was reported that patient faced cannula issue as the cannula was found bent on the first day of use which led to insulin flow blocked alarm on (B)(6) 2026. The patient experienced pain at cannula site in abdomen.

Manufacturer narrative:
E1: event country: saudi arabia. Name: (B)(6). Country: united states of america. Street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.